Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she received a no delivery alarm on her insulin pump during priming. Customer's blood glucose was 127 mg/dl. During troubleshooting, customer was advised to disconnect and reconnect reservoir and tubing and push insulin through. Insulin did not exit. Customer did not have another infusion set to continue testing. A reservoir occlusion could not be ruled out.